Event description:
New information received states that the device was reprogrammed. The patient condition was stable before during and after the changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when post paced t wave oversensing was observed. Programming changes were recommended. The patient was asymptomatic and monitoring will continue. Changes will be implemented during next follow up.